Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (baclofen) 2000 mcg/ml for a total dose of 330.0 mcg/day via an implantable pump for intractable spasticity and cva (stroke) das system. It was reported on (B)(6) 2016 motor stall was seen at initial interrogation, and patient did recently have an magnetic resonance im aging (MRI). The logs were read and no motor stall recovery occurred. It was noted that it had been more than 2 hours since the patient left the MRI field. Telemetry state was reviewed, and re-interrogating the pump with logs was discussed. It was stated interrogation resulted in a recovery. Troubleshooting resolved the reported event. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.